Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). A total of two (2) samples (one used sample, and one unused sample) without packaging were provided for evalaution. Both samples were visually inspected and no defects were identified. Thereafter, leakage testing was performed, and no leakage was detected. Additionally, backflow testing was performed, and no evidence of backflow was detected. Based on the investigation findings, the samples met internal specification; therefore, the reported defect was not confirmed or replicated. It should be noted that the set is not designed to prevent backflow from the spin-lock connector to the stopcock. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: blood is coming back up from the patient and "pouring" out near the valve, it is more than a drip.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.